Manufacturer narrative:
Intermittent button response due to moisture damage keypad traces. Pump received with cracked display window corner, reservoir tube lip, minor scratched display window. No frozen screen noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a loose/protruded drive support cap. The blood glucose at the time of the incident was 85 mg/dl. Troubleshooting was not performed. The device was returned for analysis.